Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set broke. Reportedly, while the patient opened it and took the tubing out, it came off and the patient was not able to reattach it. No further information available.